Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital for high level of ketones. Reportedly, the customer did not experience an elevated blood glucose level and was not in diabetic ketoacidosis (dka). Additionally, the contact believes a virus cause the customer's ketone level to rise, and claimed that there was no issue with the pump or supplies.